Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to customer's facility to address the reported event. Fse observed the x1 axis pitch sensor flag was out of adjustment. The fse adjusted flag, cleaned and lubricated the rails and slides. The fse also noted screws along the x1 axis rack path were backing out and might have caused some blockage at the rack path hence tightened the screws back in track. The customer ran quality controls (qc) and verified all results were within acceptable range. Aia-900 instrument is operating as intended. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 04jan2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that error message [2300] s loader step feed failure is generated when the pitch sensor s071 failed to go on after the step feed. Customer is instructed to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue was due to the x1 axis pitch sensor flag was out of adjustment.

Event description:
On (B)(6) 2018 a customer reported getting error message 2300 "s loader step failure" during patient run on the aia-900 instrument. Customer performed a rack feed from the maintenance screen and the error persisted. Customer is down and unable to run patient samples. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.